Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "seems like more going on than a capsular contracture", "painful", "seems like it has burst", "changed in shape and looks odd". Device remains implanted.

Event description:
Patient reported left side rupture and capsular contracture, baker grade unknown. Device remains implanted.